Event description:
It was reported that the ethicon flex powered plus stapler stopped mid fire. No patient harm reported. No additional information given. I certify that all information that are known/available has been disclosed.

Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. D4: batch # 448c20. B3: date of event is 2023, event day and month unknown. Captured as 1/1/24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The reload was received partially fired 4/5. No functional test was performed due to the condition of the device. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 448c20, and no non-conformances were identified.